Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
One fogarty catheter, model 12tlw805f35, without any attached components was returned for evaluation. The balloon and balloon windings were visually inspected for indication of damage or abnormality. The balloon was found to be torn circumferentially at both the distal and proximal windings. The torn latex was not returned. Both the distal and proximal windings were found to be in good condition and latex was found under both windings. The catheter body was kinked at 75.5 cm proximal from the catheter tip. No visible damage to the balloon windings was observed. Through lumen was patent without any leakage or occlusion. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. The customer report of balloon issue was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. The fogarty thru-lumen embolectomy catheter is indicated for the removal of fresh, soft emboli and thrombi from vessels in the arterial system. The thru-lumen embolectomy catheter is not recommended for the removal of fibrous, adherent or calcified material such as chronic clot or atherosclerotic plaque. The catheter is not designed to withstand the additional pull force needed to remove these materials. The IFU for the product contains the following warning: balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. The possibility of balloon rupture must be taken into account when considering the risks involved in any embolectomy procedure. In this complaint there was missing latex from the balloon, there is a low likelihood of balloon embolization because these devices are primarily used in occluded vessels. Complications such as infection are possible. To minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter. It is unknown if user or procedural factors contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the balloon was ruptured at the balloon test before use. There were no patient complications reported. Patient demographic information requested but unavailable.